Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the atrial and ventricular channel was observed due to electromagnetic interference (emi). Patient was asymptomatic and was using a massage reclining chair during the time the noise was recorded. The lead was capped and replaced on (B)(6) 2016 during device change-out procedure. The patient was stable.